Manufacturer narrative:
Age at time of event: over 18 years of age. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2013-05181. It was reported that malapposition of a device occurred. The complete total occlusion was located in the heavily calcified left circumflex artery. The physician deployed a 3.0x38mm and a 3.5x38mm promus premier stent without any problem. However, the angio pictures showed that the stents were not fully deployed. The procedure was completed with additional post dilatation of the stents. No patient complications were reported and the patient's status is stable.